Event description:
Additional information was received that a permanent pacemaker was not implanted, and treatment for the mild pvl was not performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Corrected data: d3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with severe calcification of the valve leaflet, upon valve deployment at a depth of 5 mm, atrioventricular block was noted. Due to the atrio-ventricular block, a temporary pacemaker was placed. Following the procedure, mild paravalvular leak was also noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Selected patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.